Manufacturer narrative:
Husband of type 2 diabetic patient reported patient was in outpatient therapy for hip replacement surgery a month previous when she aggravated her knee. Blood glucose then increased throughout the week to 300, 400. On (B)(6) 2018 patient's blood glucose went to 900 mg/dl and pt felt sleepy and very tired she treated with additional bolus clicks but blood glucose remained high. Husband called for emts about 4:30pm on (B)(6) 2018 and patient was taken to hospital. An insulin IV drip was provided. Blood glucose improved to 160 mg/dl after 5 hours. Pt. Is being monitored in the hospital and likely to be discharged (B)(6) 2018. There is no allegation of device malfunction. At the hospital the vgo was removed and discarded. Likely contributing cause for the hyperglycemia is the steroid injection and the vgo 20 did not contain enough insulin for the modification that occurred in patient's lifestyle.

Event description:
Husband of type 2 diabetic patient reported patient was in outpatient therapy for hip replacement surgery a month previous when she aggravated her knee. Blood glucose then increased throughout the week to 300, 400. On (B)(6) 2018 patient's blood glucose went to 900 mg/dl and pt. Felt sleepy and very tired she treated with additional bolus clicks but blood glucose remained high. Husband called for emts about 4:30pm on (B)(6) 2018 and patient was taken to hospital. An insulin IV drip was provided. Blood glucose improved to 160 mg/dl after 5 hours. Pt is being monitored in the hospital and likely to be discharged (B)(6) 2018.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4).